Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: va0jdam014); product type: 0200-lead; implant date 2014-07-16; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they had debilitating arthritis and that they wanted to have an MRI. Pt said that the ins battery was removed, however they still had the lead in their back. Pt noted that the MRI would be of their shoulder. Pt was calling to inquire about MRI compatibility; agent reviewed requested information with the pt. Pt said that the ins battery was removed in january of 2020 (exact date unknown). Agent asked the pt if there was an issue with the device/therapy; pt said that they weren't getting any relief from the device and that their pain doctor at the time thought that the lead was placed too high. Pt said that the ins battery then died and they couldn't recharge the ins even though it hadn't been the three times of the ins being depleted. Pt said that they then decided to have the ins battery removed.